Event description:
Caller states during a correlation study, the following coaguchek xs/lab results were obtained: 2.5 inr/2.0 inr. No action taken on device or lab result. Hematocrit: 48.9% in 2008.

Event description:
Caller states during a correlation study, the following coaguchek xs/lab results were obtained: 3.4 inr/2.6 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.